Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard denali filter was implanted in the infrarenal inferior vena cava location for a patient, but the filter jumped for end centrally and was located at the level of the renal veins. Therefore, access was gained via right internal jugular vein followed by a guidewire. The tract was dilated, and a retrieval device inserted and manipulated into the inferior vena cava. The filter was easily snared and removed without difficulty. Therefore, the investigation is confirmed for the alleged positioning problem. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 05/2018.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with deep vein thrombosis and pulmonary embolism. During vena cava filter deployment, it was alleged that filter had positioning problem . The device was removed percutaneously. The current status of the patient is unknown.